Manufacturer narrative:
H6: investigation summary h6: investigation summary.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced foreign matter contamination. The following information was provided by the initial reporter: we use your syringes in our pharmaceutical process and unfortunatly we have identified silicone small particules in our drugs.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced foreign matter contamination. The following information was provided by the initial reporter: we use your syringes in our pharmaceutical process and unfortunately we have identified silicone small particles in our drugs.